Event description:
A caller reported that a cartridge was not fitting properly on the pump, which led to the customer's blood glucose level exceeding 500 mg/dl. In response, the customer administered a correction injection using manual delivery. Technical support instructed the caller to remove the pump case, inspect and clean the pump's pneumatic tap area, and assisted with filling and loading a new cartridge onto the pump. The customer successfully completed the load process and resumed insulin delivery.